Event description:
It was reported that the ventilator failed multiple tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The claimed issue was related to flow transducer test failure. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the flow transducer test and o2 cell/sensor test failed. The control printed circuit board (pcb) was identified as faulty. The control pcb contains electronics (including microprocessor) responsible for e.g. For inspiratory pressure regulation and constant inspiratory flow, which can be used during inspiration time in any mode. Defective control printed circuit board may lead to stop of ventilation. The evaluation of provided device's logs confirms occurrence of flow transducer test and o2 cell/sensor test failures. Moreover, the following test failed as well: pressure transducer test and gas supply test. Both test failures could be a consequence of defective control pcb. The root cause to the reported issue has not been determined.